Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On (B) (6) 2010 the patient called for assistance in canceling his temporary basal rate (tbr) of 120% on his insulin infusion device and then take a 20 unit bolus. The patient was assisted in canceling the tbr and programming a 20 units bolus. On follow up on (B) (6) 2010, the patient stated he needed to bolus because his blood glucose was in the 350-400 mg/dl. He stated his blood glucose readings have returned to his normal range of 80-120 mg/dl. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.